Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed the report of low flow alarms, a specific cause for the events could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age and weight were not provided. (B)(4). Approximate age of device ¿ 4 years and 2 months. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017, several low flow alarms occurred. The health professionals believed that the low flow alarms could be due to a kinked or obstructed outflow graft. The patient was asymptomatic. CT scans showed an outflow graft occlusion near the site of the anastomoses. Patient was taken to the catheterization laboratory and a stent was placed in the outflow graft. The low flow alarms resolved, and parameters returned to expected levels.